Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer reported that their stimulator had not worked for 6 months and they had asked for a battery change with no luck. The patient had not charged the battery on multiple occasions and the physician decided to replace it with a non-rechargeable. A trickle charge could not be attempted. The patient outcome was alive without injury. The issue was resolved. Indications for use include non-malignant pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n (B)(4)] found the battery had reached end of service (eos) due to three overdischarges. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.